Manufacturer narrative:
(B)(4). Returned product pending evaluation results.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 110 mg/dl. Customer feels well and observed no symptom. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Customer received fasting blood glucose test result of 230 mg/dl on (B)(6) 2015. Comparing blood glucose test results from true track meter to nurses meter; observed 322 to 24 mg/dl difference between readings. Back to back blood test produced test results of 124 mg/dl using truetrack meter and 102 mg/dl using nurse's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 138 mg/dl and 114 mg/dl. Verified storage of product is within instructed specification. Test strips lot manufacturer's expiration date is 12/31/2016 and open vial date is (B)(6) 2015.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Customer received fasting blood glucose test result of 230 mg/dl on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to nurses meter; observed 322 to 24 mg/dl difference between readings. Back to back blood test produced test results of 124 mg/dl using truetrack meter and 102 mg/dl using nurse's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 138 mg/dl and 114 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1:115mg/dl (B)(6) 2015 08:36am. 2:131mg/dl (B)(6) 2015 07:16am. 3:124mg/dl (B)(6) 2015 07:15am. 4:121mg/dl (B)(6) 2015 01:21pm. 5:114mg/dl (B)(6) 2015 01:20pm. Adverse event not reported.